Event description:
The recipient reportedly experienced an infection at incision site. The recipient has excoriation disorder and picked at wound infection. The recipient did not respond to antibiotics or debridement. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. The recipient is reportedly healing well. The recipient will be reimplanted at a later date. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.